Event description:
It was reported that the patient presented to the emergency room with shortness of breath. It was also reported that the right ventricular (rv) lead had intermittent t wave oversensing that forced p waves into a post-ventricular atrial refractory period so they were not able to be tracked. Additionally, an electrocardiogram showed pauses in the patient's ventricular rate. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2009; 4194, implantable pacing lead, (B)(6) 2012. (B)(4).